Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that, the patient experienced that the four infusion set cannula was kinked. The first occurrence occurred on (B)(6) 2024; the second on (B)(6) 2024; and the third on (B)(6) 2024 and fourth on (B)(6) 2024. Within 3 hours of insertion customer noticed symptoms. The infusion set was used for a few hours. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.